Manufacturer narrative:
(B)(4). Concomitant device: v18 guidewire. The replacement stent was from medtronic.   Complaint conclusion: a 10x40mm smart control stent delivery system (sds) failed to pass through over the non-cordis guidewire, and it failed to release. A non-cordis stent was used to complete the procedure. There was no patient injury. The target lesion was located in the carotid artery. The lesion was slightly calcified with 30% tortuosity and 50% stenosis. The lesion was not angulated and was located along a bifurcation. There were no damages or anomalies noted to the device prior to removal from packaging. The product was stored, inspected, handled and prepped according to the instructions for use (IFU). It is unknown if there was any suspicion of the guidewire lumen being obstructed with foreign material. It is unknown if the stent delivery system passed through any acute bends, but it did not pass through a previously deployed stent. There was difficulty encountered while advancing/tracking the sds towards the lesion; however, there was no difficulty crossing the lesion. There was no thrombus present around the lesion. The slack was not removed from the stent delivery system prior to deployment attempt, and the user maintained a fixed inner shaft position during deployment. No unusual force was used any time during the procedure, and there were no damages noted to the smart control after removal from the patient. The product was returned for analysis. One non-sterile smart control 10x40mm120cm sds was returned. Per visual analysis, the locking pin was in place. A separated condition was observed on hypotube and outer body shaft of unit at 3.4 cm from ID band. No other anomalies found. Per dimensional analysis the catheter od and ID were measured adjacent to the separated outer body shaft area of catheter and were found within specification. Per functional analysis guide wire insertion and withdrawal was performed. A .038¿ emerald guide wire (lab sample) was inserted via the tip and also via the hub through the inner lumen. Neither resistance nor friction was felt or experienced. A device history record (DHR) review of lot 17236180 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses- deployment difficulty ¿ unable¿ and ¿inner shaft separated¿ was confirmed through analysis of the returned device. The reported ¿guidewire lumen (inner shaft) - resistance/friction¿ was not confirmed through analysis of the returned device as a guidewire was successfully inserted. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (slight calcification, a rate of tortuosity of 30% and a rate of stenosis of 50%) may have contributed to the event as evidenced by the description of the sds not reaching the target lesion and then separating but the guide wire was successfully inserted during analysis. According to the instructions for use ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system a. Ensure locking pin is still in place. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an introducer sheath for the implant procedure, to protect puncture site. An introducer sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal. Advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Stent deployment. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. Ensure that the introducer sheath does not move during deployment.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported that a 10x40mm smart control stent delivery system failed to through the non-cordis guidewire, and it failed to release. A non-cordis stent was used to complete the procedure. There was no patient injury. During the product analysis, a separated condition was observed on the hypotube and outer body shaft of unit at 3.4 cm from ID band. The target lesion was located in the carotid artery. The lesion was slightly calcified with 30% tortuosity and 50% stenosis. The lesion was not angulated and was located along a bifurcation. There were no damages or anomalies noted to the device prior to removal from packaging. The product was stored, inspected, handled and prepped according to the instructions for use (IFU). It is unknown if there was any suspicion of the guidewire lumen being obstructed with foreign material. It is unknown if the stent delivery system passed through any acute bends, but it did not pass through a previously deployed stent. There was difficulty encountered while advancing/tracking the sds towards the lesion; however, there was no difficulty crossing the lesion. There was no thrombus present around the lesion. The slack was not removed from the stent delivery system prior to deployment attempt, and the user maintained a fixed inner shaft position during deployment. No unusual force was used any time during the procedure, and there were no damages noted to the smart control after removal from the patient.